Event description:
A customer contacted physio-control to report that their device prompted to 'connect electrodes' when the defibrillation electrodes were connected to the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device logs were downloaded and reviewed. The reported issue was verified. The device was archived by stryker. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device prompted to 'connect electrodes' when the defibrillation electrodes were connected to the device. There was no patient use associated with the reported event.